Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer was called and the customer stated that she was hospitalized with diabetic ketoacidosis for 4 days. Customer stated that the infusion set was inserted on scar tissue and was receiving no delivery alarms. She also stated that she wake up with low blood glucose and suffers from gastroparesis. The customer also complained about the insulin pump having a rainbow effect on the display. Blood glucose value is unknown. Customer declined transfer to the helpline.